Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch ill be filed as appropriate. Investigation summary: according to the information received, it was reported that during the rotator cuff repair surgery, the electrode head was cracked (as the photo shows), it did not fall in the patient. The complaint device was received and evaluated in juarez laboratory, upon visual inspection, it was observed that the shaft is bent, the ceramic insulator is broken, and the cable and vacuum hose was cut by the customer. Due to the condition of the electrode tip, and that the cable and vacuum hose was cut, the functional test cannot be performed. The electrode was sent to the manufacturer for further analysis. The vapr coolpulse90 electrode was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection revealed that device was not returned in the original packaging. The device ceramic is confirmed to be cracked with sections missing. The active tip is eroded showing that¿s the device has been used for a considerable time. The device shaft is badly deformed which reveals the device has been subjected to high forces during use. Due to the device damage and the electrical cable being cut off, the electrical and functional tests weren¿t performed. A DHR review has been performed for lot u2003024; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. The customer claim of the electrode head cracking was confirmed. Based on the condition of the device we have determined the root cause of the failure to be excess force during use - misuse, therefore no further investigation is possible. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information received, it was reported that the electrode head cracking. It was reported that during the rotator cuff repair surgery, the electrode head was cracked (as the photo shows), it did not fall in the patient. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. The complaint device has not been returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it could be seen that the ceramic was damage. It was not possible to see the condition of the shaft. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. According with the visual inspection of the photo, this complaint can be confirmed. It would be difficult to speculate on root cause without looking at the physical device. What would be helpful is knowing if the condition of shaft of the device is still straight or severely deformed which could indicate that the possible root cause can be related to excessive force. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during a rotator cuff repair procedure on (B)(6) 2021, it was observed that the electrode head was cracked. During in-house engineering evaluation, it was determined that the ceramic was damaged that it was not possible to see the condition of the shaft. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.